Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous de novo left anterior descending artery that was 95% stenosed. Pre-dilatation was done with a 1.5x12 unspecified nc balloon at 12 and 14 atmospheres. The 3.0x23mm xience prime stent was deployed and a distal edge dissection occurred. A 3.0x15mm xience v stent was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.